Event description:
Revision surgery - pt presented with post-op hip pain approx 23 months post-op. X-rays revealed possible metal/metal liner had become disengaged from acetabular shell. Upon surgery, we discovered the metal insert had dislodged from poly shell.